Manufacturer narrative:
Visual evaluation of the returned device found that the foam of the biopsy cap had separated and was not returned for analysis. Additionally, the rx locking device did not present any visible failures. The reported event of sponge detached was confirmed. Due to handling or manipulation of the device during the procedure and device interaction with other devices might have impacted the integrity of the biopsy cap. Therefore, the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no other complaints exist for this biopsy cap.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on unknown date. According to the complainant, during the procedure the sponge of the biopsy cap detached into the working channel of the scope when the doctor passed the sphinctertome. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Reported event of sponge detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on unknown date. According to the complainant, during the procedure the sponge of the biopsy cap detached into the working channel of the scope when the doctor passed the sphincterotome. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.